Event description:
Related to MFR report# 2183959-2012-00500. "On or around (B)(6) 2011, one or more of the ams systems, or components" were implanted to treat incontinence. It was reported that, as a result of the implanted mesh, the pt "suffered extreme pain, mesh erosion and had to undergo subsequent surgeries." Also reported were past and future physical pain and suffering, and emotional distress.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.